Event description:
It was reported when using the bd facslyric¿ 3l12c instrument ceivd there was leakage of biohazard that was not contained within instrument. The following information was provided by the initial reporter: translated to english. The user ran the command several times according to bdj's advice on the phone. The customer currently uses the instrument as usual. The biohazard fluid leaked before the waste line and the fluid was not contained within the instrument. The spray of fluid was not under pressure. The dripping occurred during the sit flush. No individuals were physically in contact with the fluid.

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, serial # (B)(6). Problem statement: customer reported complaint of a leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 16feb2020 to date 16feb2021. Complaint trend: there are 4 complaints related to a biohazard leakage from the sit not contained within the instrument; date range from 16feb2020 to date 16feb2021. Manufacturing device history record (DHR) review: DHR part #663029 serial # (B)(6), file # (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage biohazard not contained within the instrument could not be determined. The customer called regarding the complaint, and the tsr (technical service representative) responding recommended running the sit flush several times. This managed to fix the leaking, and no work order was created since the instrument was back to functioning as expected. No parts were requested for evaluation as there were no parts replaced. After the repair, the customer was recommended to loosen the silicon tube (v8 pinch valve tubing) if the leaking happened in the future. While the exact root cause of the leakage could not be determined, it is possible that the leakage was due to a stuck pinch valve as it is a common cause to this issue. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/massaged and reconnected or replaced entirely. Proper airflow through the v8 pinch valve is necessary for aspiration during the sit flush operation, and prevents dripping and carryover issues. Although the leakage of biohazardous material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way as they had not come in contact with the leakage. Additionally, the leak was not under pressure and did not spray, and thus did not significantly increase the risk of exposure. This instrument was being used for research purposes, not clinical treatment, and so this incident did not affect or delay the diagnosis of a patient. Proper scheduled cleaning and other maintenance can help in reducing the possibility of blocked pinch valves, and instructions can be found in chapter 13 of the bd facslyric¿ clinical system instructions for use (#23-19938-02 rev. 1/vers. A). The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: n/a, case # 01266252 install date: 19feb2020 defective part number: n/a case comments: dripping occurs during sit flush. It is said that dripping occurs during sit flush. It improved after executing the command several times. When it occurs in the future, we will ask you to loosen the silicone tube. This case will be closed. Returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no azure ID: 89169 ID: libivd-ra-61 2.1.6 reg status: ivd; ruo hazard: exposure to biological sample. Cause: back drip from injection port (sit). Harmful effects: harm to operator. (Exposure to stained sample). Risk control: sit design to capture back drips. Provide instruction for universal precautions. Req link (azure ID): 93132 libivd-did-262 sample preservation during pause implementation verification: lsvn-1008-dp sit backflow control libivd-se-15-51ir effectiveness verification: lsvn-1008-dr libivd-se-15-51ir probability: 1 severity: 3 risk index: 3 residual risk evaluation: a new hazards: none mitigation(s) sufficient yes no root cause: based on the investigation results, the root cause of the waste leakage not contained within the instrument could not be determined. Conclusion: based on the investigation results, the root cause of the waste leakage not contained within the instrument could not be determined. The tsr assisting the customer recommended running the sit flush several times in response to the leakage, and the dripping eventually went away. The customer was then recommended to loosen the silicon tubing, or v8 pinch valve tubing, if the dripping occurred again in the future. No one was harmed or injured due to the incident, and since the instrument was not being used for clinical treatment, no patients were affected. The safety risk is moderate, s3, and there was no impact to customer health or safety. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd facslyric¿ 3l12c instrument ceivd there was leakage of biohazard that was not contained within instrument. The following information was provided by the initial reporter: translated to english. The user ran the command several times according to bdj's advice on the phone. The customer currently uses the instrument as usual. The biohazard fluid leaked before the waste line and the fluid was not contained within the instrument. The spray of fluid was not under pressure. The dripping occurred during the sit flush. No individuals were physically in contact with the fluid.